Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material # unknown, batch # unknown. It was reported that the bd syringe had a syringe needle connectivity issue, the following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached tw (B)(4) - gattex - needle - bent/broken/damaged. Lot numbers: unknown, not obtained / reported via takeda follow ups. Takeda awareness date: 16dec2024 complaint description: report received from pv at 11:37 pm est on (B)(4) 2024: the needle came off of the syringe when she removed the cap. In a follow-up to market surveillance on 06jan2025, patient specified that the needle referenced was the dosing syringe. Product: gattex country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.